Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged set screw.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), three different wrenches became stuck inside the device header grommet and failed to set the screw. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.